Manufacturer narrative:
Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing record was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2008. Post- operatively in 2009, it was found that the pt had developed a mesh exposure. The exposure was two millimeters in size at the posterior forchette. As a result, the pt was prescribed vaginal estrogen.